Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician has reported a right side rupture. Device has been explanted.

Event description:
Physician has reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an extended opening on the anterior and underweight. A visual and microscopic analysis was performed which identified a sharp opening on the posterior assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identified the thickness was within specifications. Base on the device analysis the final assessment is: sharp opening on posterior assessed as a surgical impact opening.